Manufacturer narrative:
The technician isolated the issue to the brake steer casters. Per the hill-rom service manual, perform annual preventative maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on their beds. The technician replaced the brake steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake steer casters would brake but still swiveled while in brake mode. The bed was located in the patient's room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).